Event description:
The pt was implanted with an lvad in 2002. In 2003, the manufacturer was informed that the pt was carrying their child on their abdomen and the lvad system controller was in the fanny pack on the front when the pt's child's foot must have hit the lvad percutaneous lead release button on the system controller just right and disconnected it. The pt reconnected the system controller to the lvad without assistance and was not injured. The pt remains on the system controller and lvad while awaiting a heart transplant.